Event description:
Caller reported accidentally delivering too much insulin due to an incorrect bolus amount, resulting in blood glucose levels falling below 54 mg/dl. No information was provided how customer address blood glucose level. Customer was advised caller to ensure adherence to pump prompts to prevent over-delivery and recommended continued monitoring of blood glucose levels and consultation with a healthcare provider as necessary. Insulin delivery was resumed.